Manufacturer narrative:
The ge service rep conducted an on site investigation. The uninterrupted power supply was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system shut down without user input. No pt injury was reported.